Event description:
It was reported that two leads were prepared for implant but not used due to an occlusion discovered when attempting to implant from the left side. The physician then implanted two different leads from the patient's right side. No patient complications were reported as a result of this event.

Event description:
It was reported that two leads were prepared for implant but not used due to an occlusion discovered when attempting to implant from the left side. The physician then implanted two different leads from the patient's right side. No patient complications were reported as a result of this event. It was reported that two leads were prepared for implant but not used due to an occlusion discovered when attempting to implant from the left side. The physician then implanted two different leads from the patient's right side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found the helix was disengaged from the helical channel. The inner tubing was kinked/buckled. (B)(4) the full lead was returned and no anomalies were found during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found the helix was disengaged from the helical channel. The inner tubing was kinked/buckled. Analysis of this lead is being reviewed. (B)(4) the full lead was returned and no anomalies were found during analysis.